Manufacturer narrative:
B3: the actual event date is unknown. Therefore, (B)(6) 2023 is used for the event date. H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: b22 - a review of the manufacturing records for the device could not be performed as a valid lot number was not provided. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2017, the patient underwent an emergency endovascular treatment was performed for an abdominal aortic aneurysm rupture using gore® excluder® aaa endoprostheses. A trunk ipsilateral leg and two contralateral leg endoprostheses were implanted. The right common iliac artery was dilated, therefore plc271000j was implanted in the right limb. And plc161400j was in the left limb. On an unknown date, a distal type I endoleak from the right leg was observed. On (B)(6) 2023, a reintervention was performed. A gore® excluder® aaa endoprosthesis (contralateral leg) was implanted to extend the right leg. The endoleak was resolved. The physician stated that it was anticipated that the distal type I endoleak occurred after the procedure because the right external iliac artery had been dilated when the initial procedure.